Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review not possible because not number not known. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed. End user's weight estimated because actual weight is not known.

Event description:
It was reported that an end user developed a fungal infection around the edges of the ostomy appliance. He applied nystatin to the skin. No further information is known.